Event description:
After wiring the rca with a bmw universal guide wire, the balloon dilatation catheter could not cross the guide wire and a lot of resistance was felt. When the bmw universal guide wire was withdrawn it was found that there was damage at the distal portion of the guide wire. Returned product evaluation found that the guide wire was separated at the distal end of the hypotube. The separated portion was not returned.